Event description:
"He was told the licox number was very low on 3-4 patients. Fio2 challenge was done and it was determined that the probes were not accurate." No patient injury occurred as a result of the reported event. Additional clinical information was requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. However, unused devices were returned by the reporting facility for manufacturer investigation. An investigation has been initiated based upon the reported information.